Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's recharger was not working and they couldn't charge. The patient indicated they currently have their device turned off and is in a lot of pain. The patient reported they have to push their desk top charger in to make it work. No further complications reported and/or anticipated at this time.